Manufacturer narrative:
The subject device was not returned to the olympus. The local field service engineer checked the subject device at the facility and found that the reported phenomenon could not be duplicated and he suspected there was a small amount of moisture in the connector. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the subject device and the endoscope could not communicate normally and a scope communication error (b30) occurred since the user did not dry the electrical contacts of the endoscope's video connector sufficiently.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, a scope communication error b30 occurred. Other detailed information was not provided. There was no report of patient injury associated with the event.